Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the third firing of colectomy procedure, they connected the cartridge to instrument; however, a white part of the cartridge was unstable. They considered the cartridge had no problem and connected it to the instrument. At functional side to side anastomosis, the surgeon inserted anvil fork and the cartridge from small opening at intestinal canal, and then closed the instrument. He tried to fire the device, however he could not. The procedure was completed with another device. The status of the patient was reported no injury.